Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 10 mg/dl. The customer also reported other blood glucose value such as 12 mg/dl, 100 mg/dl, and 105 mg/dl. The customer treated low blood glucose value with candy. The customer reported that insulin pump was on auto mode. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.